Manufacturer narrative:
Literature citation: tu, tsung-hsi et al. Heterotopic ossification after cervical total disc replacement: determination by CT and effects on clinical outcomes. J neurosurg spine 14:457/465, 2011. (B)(4). The device was not returned to the manufacturer for evaluation; we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Post operative complications were reported in retrospective review of medical records, radiological studies and clinical evaluations on one patient that underwent two level cervical total disc replacement. Pre-op radiographs showed a normal cervical lordotic curve and alignment. Post-op radiographs demonstrated grade 4 heterotopic ossification (ho) at c4/5 with loss of segmental mobility and grade 2 ho at c5/6 with preserved segmental mobility. CT images confirmed ventral and dorsal bridging ossification at c4/5 and dorsal ossification at c5/6.